Event description:
It was reported that during a lower anterior resection, the device fired malformed staples. Additional sutures were used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.